Event description:
Device 2 of 4. Reference MFR report#: 1627487-2013-11476, 11478, 11479. It was reported the pt experienced a fall. Afterwards, the pt experienced intermittent stimulation. Both of the pt's leads were found to be fractured. In turn, the pt's leads were found to be fractured. In turn, the pt's leads were explanted and replaced. During the procedure, the replacement leads were providing no stimulation and auto-reducing was present. An impedance check revealed high impedance. As a result, one of the replacement leads was removed and replaced. The pt's issue is resolved. Both leads that were implanted on 04/18/2013 will not be returned to sjm. Both replacement leads are also being reported because it is unk which device was removed due to high impedance.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.